Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. In addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patients reported blood glucose level was 298 mg/dl. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and data downloaded from the device indicates a rotational sensor malfunction occurred during first prime which resulted in the device ending first prime early. This prevented the device from running enough pulses to deploy. No timeouts noted during the run. The device was reset and paired with a pdm. The device successfully completed the priming sequence, deployed, and delivered a 5u bolus. The ratchet gear was seen actuating normally. Data downloaded from the rerun contained no timeouts. However, similar to rotational sensor data seen in the original data, open to close transitions occur sporadically and out of normal sequence during the rerun. The drive mechanism/rotational sensor assembly was inspected and no damages or defects were found that would cause improper rotational sensor data to be read. The root cause of the rotational sensor malfunction could not be determined.